Event description:
The patient reported that today the needle button popped out. The patient indicated that this happened while patient was sleeping, that the needle started to hurt her and she found out that the needle button has popped out. The patient indicated that she wears v-go on her abdomen and changes sites.